Manufacturer narrative:
The customer¿s complaint that the extension set leaked at the connection could not be confirmed because the product was not returned for failure investigation. A photo of a biohazard bag containing multiple sets was provided by the customer; however, no issues were observed. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the trifuse extension set connection. A photo was provided with a note that stated "leaking where all lines met together. This is not the first time it happens." Although requested the customer did not indicate any patient harm or medical intervention was required. No additional event details were provided. The event occurred in the ICU.

Event description:
The customer reported a leak at the trifuse extension set connection when infusing an unspecified fluids. The event occurred in ICU.

Event description:
The customer reported a leak at the trifuse extension set connection. A photo was provided with a note that stated "leaking where all lines met together. This is not the first time it happens." Although requested the customer did not indicate any patient harm or medical intervention was required. No additional event details were provided. The event occurred in the ICU

Manufacturer narrative:
The customer¿s report of leaking where all lines met together was confirmed. Functional testing as received replicated a leak at the engagement between the 4-way connector and tubing. Visual inspection under magnification observed the sink condition in which there is a space/gap in between the tubing and the connector (corresponding to the engagement where the leak was observed), thus creating a fluid path and the observed leak. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was a manufacturing issue of a sink condition in the connector.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the trifuse extension set connection when infusing an unspecified fluids. The event occurred in ICU.

Manufacturer narrative:
Requested patient demographics however customer did not provide.

Event description:
The customer provided a photo on (B)(6) 2018 of the trifuse extension set, indicating that the set was leaking lipids as observed in the photo. Although requested the customer did not indicate any patient harm or medical interventions required.there was no additional event details provided.